Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported that tape was not sticking. The site location was patient's thigh and infusion set was used for couple of hours. No further information was available.